Event description:
It was reported that the cartridge was leaking from the cartridge tubing on two different cartridges. There was no adverse impact to the customer's blood glucose level. The customer changed the cartridge to resolve the issue.